Event description:
During baxter's device evaluation, the keypad was found to function incorrectly. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the (ok), setup, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys inoperable caused by a failed keypad. The on/off key is able to power on the unit; however when powered on the on/off key is inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function. In summary this failure mode limits the ability to navigate care areas, drug selection, and deliver parameters selections. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.